Manufacturer narrative:
Investigation summary: based on the information available and the product analysis results it was determined that the pump did not pass the 8lb. Activation test, therefore requiring more than 8 lbs of force to activate. Product analysis confirmed the reported mechanical issues. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt, the returned device was thoroughly analyzed. Visual analysis of the cylinder did not reveal any leaks; however, both cylinder bodies had wear at fold. Upon pressure testing, the cylinders performed within specification. Visual inspection of the reservoir did not identify any leaks. The component performed within specification. Visual inspection of the pump did not identify any leaks. Functional testing of the component revealed that the pump did not pass the 8lb. Activation test . The pump therefore required more than 8lbs. Of force to activate. Product analysis identified device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Inspection of the explanted device confirmed fluid loss due to a crack in the cylinder connecting tubing. The cause of the tube crack was not identified by the facility. The patient improved following the procedure.

Event description:
It was reported that the patient went to the hospital due to an inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Inspection of the explanted device confirmed fluid loss due to a crack in the cylinder connecting tubing. The cause of the tube crack was not identified by the facility. The patient improved following the procedure.